Event description:
The detachment of a right-hand foot-end side rail from a citadel plus bed frame was identified during a pick up of the bed from the customer. There was no customer allegation, no indication of patient involvement, and no injuries were reported. The side rail was bent and the lower arm (part of the side rail assembly) was disconnected from the frame. The photographic evidence provided confirmed malfunction.

Manufacturer narrative:
In the investigated complaint, the circumstances under which the equipment was damaged remain unknown. However, based on the analysis of the previous complaints and the conducted investigation, it is believed, that the most likely scenario is that the side rail detached due to excessive external force applied. According to instruction for use citadel plus (IFU, 831.374-en rev. 14) the safety sides shall be checked every day by a caregiver. If the malfunction is identified, arjo or qualified service personnel should be contacted. To sum up, the side rail was detached from the bed's frame, therefore the arjo device did not meet the specification. The complaint was assessed as reportable due to the detachment of the side rail which can lead to a patient fall. There was no indication of the patient involvement. No injury was reported.